Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device change, the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance greater than 200 ohms after multiple connections to the new cardiac resynchronization therapy defibrillator (crt-d). A field representative indicated that a shock was delivered and error code was noted due to an open circuit. Boston scientific technical services (ts) recommended troubleshooting options. Further, the physician performed a shock impedance measurement by placing the proximal coil into the distal port of the can, however, the measurement was normal. Additional information indicated that the cause was undetermined, all greater than 200 ohms could not be confirmed with any other testing. The rv lead was explanted and will not be returned while the crt-d remains in service. No additional adverse patient effects were reported.